Event description:
Purchase first-aid supplies from pharmacy. Johnson & johnson, triple non stick pads, lot 1676a, made in china. No warning on products about fire dangers. Damaged my hand. Caught on fire.